Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k) -this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that after the surgeon removed a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.0/092 from the vial, it was discovered that the lens was torn/broken. This occurred on (B)(6) 2019. An alternate lens was successfully implanted on a later date and the problem was resolved.